Manufacturer narrative:
The device will not be returned for analysis; however, an investigation of the reported event is in progress. Should additional relevant information be obtained and/or once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the patient underwent an initial reverse shoulder replacement on their right side on an unknown date. Subsequently, the poly component disassociated on an unknown date. As a result, the patient underwent a revision procedure of their right shoulder replacement an unknown amount of time after initial surgery. Images provided of the explanted components show evidence of prosthesis wear and metal-related pathology. No further patient impact reported. No additional information available at this time. This is report 1 of 3 for this event.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: h6. MDR section codes updated/corrected: b, c, d, g. The revision reported was likely the result of disassembly between the humeral liner and humeral tray leading to subsequent metal-on-metal articulation between unintended components. However, prosthesis wear of the glenosphere cannot be confirmed based on the provided images. Potential contributions from an unreported traumatic event, incomplete seating of the humeral liner during implantation, forceful contact between the liner and glenoid bone (scapular notching), or a combination of the above to the disassembly of the humeral liner cannot be confirmed from the reported information. Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.